Event description:
It was reported that 4 bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367840) from lot 0009606: dirty stopper x4 (embedded); damaged stopper x1; spot on tube x1".

Manufacturer narrative:
H.6. Investigation: bd received 6 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, damaged stopper and embedded fm in tube with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, damaged stopper and embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd vacutainer® edta (k2e) plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367840) from lot 0009606: dirty stopper x4 (embedded), damaged stopper x1, spot on tube x1".